Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic partial duodenum resection gastro-jejunal bypass, when loading the cartridge, the firing started without control and performed to the end. At that time, articulation started, abnormal noise was heard and the reload broke. The handle, shell, adapter, cartridge were replaced with new products but the same thing happened as the first one occurred and reload got damaged. New products were used to resolve the issue in order to complete the case. The 1st handle worked fine on the next case. There was no patient injury.

Event description:
According to the reporter, during laparoscopic partial duodenum resection gastro-jejunal bypass, when loading the cartridge, the firing started without control and performed to the end. At that time, articulation started, abnormal noise was heard and the reload broke. The handle, shell, adapter, cartridge were replaced with new products but the same thing happened as the first one occurred and reload got damaged. New products were used to resolve the issue in order to complete the case. The 1st handle worked fine on the next case. The second handle was tested as well and worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unload switch was at the home position. Functionally, the unload switch was depressed multiple times and showed no hang ups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 1 of 50 procedures remaining. The adapter was connected to a representative handle running v29.1.3 software and the device calibrated correctly. A representative reload could not be attached to the adapter. The rotating ring was observed to be bent and a piece of foreign material was present in the distal end of the adapter. The adapter was opened and the foreign matter was noted to be a deformed section of the tip backer. The proximal end of the rotating ring was also heavily damaged. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the device began the firing sequence before initiation and the device gave unexpected audible feedback of normal use. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.